Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had a cracked display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error. Customer¿s blood glucose was 208 mg/dl. Customer reported she was exercising and sweating, as asignificant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.